Manufacturer narrative:
Additional information provided noted that no additional information is available regarding the explant and return of this device. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this device triggered end of life (eol) and an error code was also displayed. Analysis by technical services was required. Technical services discussed a device replacement as the device had triggered eol, as well as a possible indication for the error code displayed. Technical services further discussed that it is possible the the error code is linked to a charge time out where the device declared eol or a watchdog reset which is a benign reset. A device replacement was scheduled. At this time no adverse patient effects were reported and this device remains implanted.

Manufacturer narrative:
Additional information provided noted that this device was explanted and replaced. No adverse patient effects were reported following the procedure. The device will not be returned as it was given to the patient.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.